Manufacturer narrative:
All available information was investigated, and the reported leak / splash (loss of fluid column during prep) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the results of analysis, a cause of the reported leak / splash (loss of fluid column during prep) could not be determined as the issue was not identified in device analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.